Event description:
The account alleged the head of the bed will not rise.

Manufacturer narrative:
Technical support instructed the account to check the coil and the head up valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.